Event description:
Additional information was received from the rep. It was reported that patient was to have revision, with new extension, however when opened up pocket, it had fluid in it, which they gram stained and it came back infected. Whole system was removed. Will wait 6 months and potentially re-implant then, per hcp. The facility has the devices and will return if they feel the need. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz25 serial# (B)(4). Implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type extension product ID 7495lz25 serial# (B)(4). Implanted: (B)(6) 2002, explanted: (B)(6) 2019. Product type extension product ID 3887-28 lot# (B)(4). Implanted: (B)(6) 2002, explanted: (B)(6) 2019. Product type lead product ID 3887-28 lot# (B)(4). Implanted: (B)(6) 2002, explanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz25, serial #: (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial #: (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3887-28, lot #: j0114183v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-28, lot #: j0114183v, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had the battery replaced in march and the new battery was programmed the same and they had good bilateral coverage. Post op the impedances were all okay and when the patient was seen in april for a post op visit they asked to be reprogrammed. The patient stated on the day of the report that the stimulator just didn¿t seem to be working like it did before. The patient had turned it all the way up and was getting some shocking and uncomfortable stimulation and was only feeling stimulation on the left side. Impedances were checked and contact 5 was over 10000 ohms while all the others were between 1545 and 4500 ohms. Programming was tried all over the lead and they could not get the patient to feel stimulation on the right side. The patient did not note anything out of the ordinary for any external or environmental factors that may have contributed to the issue. The physician ordered an x-ray and noted that the leads and extensions had been implanted for 17 years. The physician planned to replace the extensions and possibly the lead as well. The plan was to replace the extension and if the patient did not get better coverage they may go back and replace the lead. The issue was not resolved at the time of the report. The indication for use was spinal pain.